Manufacturer narrative:
The customer's meter was provided for investigation where it was tested using retention strips and retention controls. The customer's strip lot used was not provided. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.3 inr. Level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 7.8 inr on (B)(6) 2023 was not observed in the meter's patient result memory. However, a result of 7.9 and 7.7 inr were observed on (B)(6) 2023. The customer's alleged result of 3.9 inr on (B)(6)2023 was observed in the meter's patient result memory. The back to back alleged result of 3.9 inr to 7.8 inr on (B)(6) 2023 was not observed. Instead, a back to back result comparison was observed on (B)(6) 2023 of 3.9 inr to 5.5 inr. All other alleged results were observed in the meter's patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). The meter result was 7.8 inr. The meter result from a new finger within 4 hours was 3.9 inr. The patient was directed to hold their warfarin dosage for one night based on the result of 3.9 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is biweekly.

Manufacturer narrative:
The meter and test strips were requested for investigation, however, no product is expected to be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.